Event description:
It was reported that implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low defibrillation impedance, and right atrial (ra) lead exhibited noise. The externalized conductor was noted on the rv lead. No changes or interventions were reported. The patient's condition remained stable.